Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
On (B)(6) 2026 in egypt, patient experienced a bent cannula in the thigh infusion set insertion site after 1 day of use due to insufficient subcutaneous tissue, resulting in elevated blood glucose of 350 mg/dl lasting greater than 4 hours, which was treated with insulin pen injection.